Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited capture and sensing anomalies. The lead was replaced. The patient's condition was -good- before and after the event.